Event description:
It was reported an asymptomatic patient presented with their right ventricular leadless pacemaker exhibiting high capture thresholds leading to intermittent capture. The device was explanted and replaced. Patient was stable.